Manufacturer narrative:
G4: 23oct2020, b4: 23oct2020. H11: b5: it was reported that the device had no power to the unit due to a power cord strain relief clamp that was loose from the unit. The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site and confirmed the reported issue. The fse replaced the power cord strain relief clamp and the device passed all tests successfully and was returned unit to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10aug2020.

Event description:
The customer reported a ventilator with a low pressure alarm. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.